Manufacturer narrative:
(B)(4). Date sent: 12/14/2023. Additional information was requested, and the following was obtained: what color setting was selected on the device and what was the sequence of the firings? Gold color / sequence unk what anatomical structures was the device fired on? Large intestine were other stapling or suturing devices used when creating the anastomosis? Suture on the staple line or can use these questions instead: what device was used to create the common channel?ntlc75 what was used to close the common opening? Unk were there any issues experienced with the device in the initial surgical procedure? No issues before the anastomotic leak. Was the device difficult to fire? No difficult, as usual. How were the post-operative issues identified? Bad blood test result following severe abdominal pain and cloudy liquid. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No issues during the first care. After blood test, second operation, explorative laparoscopy, no leak with the air test. Very bad blood test 1 weeks after first operation -> air test with several small leak along the staple line. Was a leak test performed? If so, what type and what was the result? Yes air test during the first care and no leak. Second observation no leak and the third -> small leak along the staple line. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, well vascularized how many days postoperative did the leak occur? One week. How was the leak identified? Air test during 3rd operative recovery what was observed at the site of the leak upon reoperation? Several small leak along the staple line, along the suture how was the leak addressed? New anastomosis with endogia (purple) after resection of the first anastomosis were there any issues experienced with the device in the initial surgical procedure? No issues before the anastomotic leak does the surgeon believe the leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain - unk waiting for the surgeon feedback.

Manufacturer narrative:
(B)(4) date sent 12/4/2023 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Or can use these questions instead: what device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a right hemicolectomy procedure 2 days later patient complains of severe abdominal pain, blood test was moderately good. The patient returned to the operating room and exploratory laparoscopy took place with nothing to report, air test without leak. On 12 november, the blood test was showing very poor results. On 13 nov the patient is taken back to the operating room, air test with several leaks at the manual suture on the staple line. Additional surgery took place with new anastomosis with stapler from competitor before notifying the sales rep about the initial issue. In total, 2 additional surgeries took place (exploratory and new right hemicolectomy, new anastomosis). The patient is still hospitalized, waiting for the bio (peritonitis).